Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician believes this was a previous patient condition. Patient was treated with a chest tube.

Manufacturer narrative:
A component of the system, case recordings have been received and evaluated. The evaluation showed the CT parameters were outside or the recommended range. The software functioned as intended, however the recording was corrupt and a complete evaluation was not possible. The issue could not be verified in lab therefore no conclusion could be made. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was seeing significant CT to body divergence during registration, therefore he aborted the superdimension portion enb procedure and continued via regular bronchoscopy. The physician reported during a call back that x-rays showed the patients left lower lobe was collapsed. He also noted that narrow airways were observed during the superdimension registration. The patient was sent to ICU and hospitalized. No further information is known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.